Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported cardiogenic shock appears to be related to patient condition. The hypotension appears to be a cascading effect of the shock. Shock and hypotension as listed in the instructions for use are known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances as CPR was performed and adrenaline was administered. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 4. When the clip was positioned in the left atrium above the mitral valve before grasping attempts, blood pressure dropped and patient went into cardiogenic shock. CPR was performed and adrenaline was administered. The procedure was abandoned. The cause of the cardiogenic shock was thought to be due to patient's very low left ventricle ejection fraction. The procedure was aborted and mr remained unchanged grade 4.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.